Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer complained about experiencing high blood glucose of over 600mg/dl. Customer stated she treated with 10 units of insulin manual injection 40 or 45 minutes previously and high blood glucose persists. She experienced dizziness and thirst but was not hospitalized. During troubleshooting customer stated that the reservoir has 24 units of insulin left and they were changing the infusion set on that day which was the third day of use, customer removed infusion set and stated that cannula was not bent. The drive support cap was checked and customer stated that it was crocked or lopsided. Insulin pump replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.